Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID: b3300542m (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2023; brand name: sensight; product ID: b3300542 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2023; brand name: sensight; product ID: b3400060m (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2023; brand name: sensight; product ID: b3400060 (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine programming follow-up, high impedance was observed on monopolar 10c and bipolar 11/10c, with 9c and 9a/c showing "investigate" status, while all other contacts displayed "ok green." The healthcare professional (hcp) confirmed that 15 months prior, all impedances were within normal limits, and no events were reported that could have contributed to the issue. Diagnostic testing at 1.0 ma resolved the impedance issues on 9c and 9a/c, but monopolar 10c and bipolar 11/10c remained high in red. The hcp attempted to run current through 10c at an amplitude of 5/7 ma and increased the pulse width to 200 s to address the issue. No patient side effects were reported. The hcp decided to avoid using 10c and instead programmed monopolar 10a and 10b. The issue with the high red impedances remains unresolved. The hcp questioned whether impedance issues could spread to adjacent contacts and stated they would monitor the patient¿s impedances more closely moving forward. No surgical intervention has occurred or is planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). The rep stated that the hcp has had patients with extensions issues.